Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was undetermined. The high impedances resolved on their own and the patient feels even better than before the surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins). The rep reported that the ins and leads were replaced on the day of the report. The rep reported that there were some impedances greater than 40,000 ohms. The rep applied stimulation with all electrodes active (1,2,3,6,7,8,9) and able to increase to 9.5ma, but when going back and programming simple bipole pairs the rep was unable to increase beyond 0.3ma without getting an out of regulation (oor). The wireless external neurostimulator (wens) was used with the same results. The call was lost after reseating the lead and this resulted in no resolution and the addition of 5, 12, and 13 greater than 40,000 ohms. Additional information was received from the rep on (B)(6) 2018. An impedance test was run and only contacts 5 and 6 were greater than 40,000. The rep reported that the patient was doing very well and thought she had even better stimulation coverage post-operative. No further complications were reported.